Manufacturer narrative:
This follow up MDR was created to report an additional vitros tropi es result that was not previously reported on the initial MDR. This additional data point is documented in field b5.

Event description:
This follow up MDR was created to report an additional non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. This result was not reported on the initial MDR. Patient 1 trop I es result of 0.110 ng/ml versus the expected result of < 0.012 ng/ml it was unknown if the non-reproducible, higher than expected, vitros tropi es result of 0.11 ng/ml was reported from the laboratory.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient 1 result of 0.083 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It was unknown if the non-reproducible, higher than expected, vitros tropi es result of 0.083 ng/ml was reported from the laboratory. However, ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. The customer did not provide any qc fluid information when requested so it was not possible to make an appropriate assessment of the vitros tropi es reagent performance at the time of the event. Additionally, precision testing of the vitros 5600 integrated system was not performed when requested, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 5260.